Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump expectedly reset. In addition, during the load process cartridge alarm 5 occurred. During troubleshooting with tandem technical support the customer was guided through reloading the cartridge. Customer was able to resume insulin delivery. There was no impact to the customer's blood glucose level.